Manufacturer narrative:
The date of event is estimated. The patient's weight was unable to be obtained/unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had to recharge their ipg more frequently than normal due to their ipg not holding a charge for at 24 hours. As a result, the patient's ipg was explanted and replaced to address the issue.